Event description:
Surgical procedure: robotic radical nephrectomy according to the reporter: I was on vacation when the event occurred and was made aware of it by the surgeon, dr (B)(6), when I returned the following week. He reported that he was doing a robotic nephrectomy and fired a reload across the hilum of the kidney and no staples were deployed. The knife blade cut and without staples, there was a lot of blood. He had to open the patient to complete the procedure and stop the bleeding. Patient is ok now. The instruments were discarded after the case. I am working to gather any additional info. Product or parts being returned: no was there injury or hazard to patient or user:yes if no, is it because the sample was discarded?: yes.

Manufacturer narrative:
(B)(4).